Event description:
It was reported that ???/hourglass/no readings/sensor error occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was reportedly hospitalized because he was not receiving readings from the night on (B)(6). The night of the on (B)(6) 2024, the patient was experiencing nausea, diarrhea, vomiting, and body pain. The spouse contacted the nurse to inform them about the patient's situation and they were instructed to go to the hospital. On (B)(6), the spouse brought the patient to the hospital. But before the patient went to the hospital, the reading came back and it was high, same as fs value. The doctor checked his bg via fs, it was very high no specific value. The spouse said that the doctor confirmed it was very high. The patient was in dka. The doctor gave him an insulin IV drip for 3 days. After 3 days, the bg improved to 300 mg/dl and the patient was not wearing any sensor during this time. After 5 day hospitalization, the bg was 160 mg/dl. At the time of contact, it was indicated that the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.